Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, six days following a laparoscopic lower rectum resection procedure for tumor rectum, the patient had a rapid increase in infection parameters. An x-ray was then performed, wherein anastomosis leakage in the rectum resection was confirmed. It was also noted that there was poor staple formation. Therefore, the patient underwent another procedure to resolve the issue. It was found out that the anastomosis was completely released. The surgeon then created sigmoideostomy and the patient needed a permanent stoma, and required an extended tissue resection. This led to permanent injury and extended hospitalization. The patient is currently being treated with antibiotics. It was noted that during the initial procedure, leak test was performed and there was no problem with the device or the anastomosis.